Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring and the customer had high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose levels via manual injection and manual bolus via the insulin pump. The insulin pump was able to lock in place and will not be returned for analysis.